Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet system began leaking insulin with a noticeable odor and tactile residue after the device was struck by a backpack during physical education, with the user later noting a damaged connector; blood glucose rose to 435 mg/dl and remained elevated for about three hours, and ketone testing was negative. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute clinical effects. Outcomes included no medical intervention, no hospitalization, and stabilization later that day with a blood glucose of 371 mg/dl. Investigation included customer interview and troubleshooting guidance to dry the device and assess for damage. Investigation of this case revealed a suspected leak at the connector consistent with physical impact damage and resultant under-delivery of insulin. It was concluded that hyperglycemia was attributable to insulin leakage from a damaged connector following impact trauma. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.